Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that eribulin (chemo) leaked from the bd phaseal¿ protector p14j connection between the protector and the vial. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that eribulin (chemo) leaked from the bd phaseal¿ protector p14j connection between the protector and the vial. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: two samples were provided for evaluation by our quality engineer team. Upon visual inspection of the samples, the needle of one of the protectors was observed bent. Through functionality testing, leakage was not observed between the provided protectors and the vials. A device history record review did not reveal any issues during the production of lot number 1710116 that could have contributed to the observed bent needle or the reported defect of leakage. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by (B)(4). Currently, they are molded in (B)(4) plant. Visual inspections and critical dimensions for protector housing parts are performed according to current procedure. During assembly process, the operator performs the following inspections and tests according to current procedure: -it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Conclusion -in one of the protectors the needle was found out of the protector: phaseal protectors are intended to be used just once. After the preparation of the drug, they must be disposed together with the vial (as it is explained in the IFU). Once the protector is attached, it cannot be removed. -the same cannula was found bent. It is difficult to confirm if the defect was made during the use or during the manufacturing: to improve the attachment of the protector to the vial, m12 assembly fixture is recommended. As show pictures 8 and 9, the punctured is out of the rubber stopper, the metallic part was damaged. This can caused the leak. No non-conformances or maintenance interventions that confirm the needle was badly assembled during manufacturing process were found in DHR. Please note that a project was open on fy'18 to improve the cannula assembly in p2 machine. This lot was manufactured before the implementations of the improvements. Phaseal protectors are intended for single use and once the protector is attached it cannot be removed. It is difficult to confirm if the needle defect occurred during manufacturing or during use of the product. To improve the attachment of the protector to the vial, assembly fixture m12 is recommended. A project was recently opened to improve the cannula assembly within the manufacturing process. The lot reported was manufactured prior to the implementation of the improvement project. Based on the information provided by jfrl report, no leak was confirmed.

Event description:
It was reported that eribulin (chemo) leaked from the bd phaseal¿ protector p14j connection between the protector and the vial. Found before use. No reports of serious injury or medical itervention noted.